Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Review of the provided images notes the first image shows the housing of the bfg and the serial number, which matches the reported information. The second image shows the distal end of the instrument. Part of the white plastic pulley was disengaged and the disengaged piece was not present in the photo. The blue energy cable was disengaged. The third image shows the distal end of the instrument at a different angle. The blue energy cable was disengaged. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, while mobilizing the uterus, the bipolar fenestrated grasper (bfg) broke and the bfg jaw attachment (white part at the jaws) was observed hanging from the jaws. While the bfg was being removed following the broken instrument protocol, the bfg jaw attachment fell into the patient cavity. The broken bfg component was retrieved under direct vision using a laparoscopic instrument. The bfg was removed and replaced with a new one to resolve the issue and complete the procedure. There was no paient injury.